Event description:
Pt's mamogram indicated probable ruptures of gel implants (double lumen). Surgery revealed ruptured on the left implant (both lumens) and ruptured on the outer lumen of the right implant.